Manufacturer narrative:
Approximate age of device - 2 years, 10.5 months. The replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient observed red heart alarms on (B)(6) 2016 and felt light headed. A second incident occurred on (B)(6) 2016 and it was reported that the pump speed dropped down into the 3000-4000 rpm range. The estimated flow rate was between 1-2 lpm. The patient presented to the emergency room and the system controller log file was reviewed by a representative of the manufacturer's technical services team. The low speed and low flow events were confirmed and appeared to occur only while the patient was supported by the power module. X-ray images of the percutaneous lead (lead) showed one area of concern on the internal portion of the lead and three areas of concern on the external portion of the lead. The patient was admitted to the hospital and a distal-end lead replacement was completed on (B)(6) 2016. Another red heart alarm sounded on (B)(6) 2016 when the patient connected to a power module with a regular grounded patient cable. The patient again felt light headed, but was able to switch to battery support and resolved the alarm. The patient was given an ungrounded patient cable for use with the power module and continues to be monitored in the hospital.

Manufacturer narrative:
Based on the manufacturer¿s complaint history and similar reported events, the events captured in the submitted system controller log file appear consistent with a compromised wire in the percutaneous lead (lead). However, a correlation between the captured events and the device could not be determined. The report of low speed and low flow events was confirmed based on the information contained in the submitted system controller log file. Three areas of potential shield breakdown on the external portion of the percutaneous lead (lead) and one area of potential shield breakdown on the internal portion of the lead were identified upon examination of the x-ray images submitted prior to the distal end lead replacement. Approximately 19 inches of the external portion/distal end of the lead was returned for evaluation. Electrical continuity testing of the returned portion of the lead found all wires to be electrically intact. No electrical shorts were induced during testing even with manipulation of the lead. Examination of the wires revealed no evidence of any insulation breaches or damage to the underlying conductors. High potential testing did not reveal any current leakage in any of the wires that would have resulted in an electrical short. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.